Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that the freedom driver exhibited a fault alarm while the patient was exchanging his onboard batteries. The customer also reported that the patient was sitting in his vehicle when the fault alarm occurred, and he switched to his backup freedom driver without adverse impact. The customer also reported that the patient could not remember if the freedom driver was plugged into the freedom car charger at the time of the fault alarm. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions.